Event description:
It was reported that the implantable cardiac monitor (icm) experienced increasing interference and noise due to partial erosion through the skin ever since the patient fell at home; the header of the icm was reported to have been sticking out of the skin. The icm was explanted, and discussion of a replacement was planned for the following week. No further patient complications have been reported as a result of this event.